Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the renal artery using ruby coils for an aneurysm that was previously treated using another manufacturer's coils. During the procedure, the physician successfully delivered three ruby coils in the target vessel using a px slim delivery microcatheter (px slim). However, while advancing a new ruby coil through the px slim, the physician noticed the ruby coil pusher wire became kinked. The physician reported feeling no particular resistance prior to this damage. The kinked ruby coil was removed and the procedure was completed at this point since the physician was satisfied with the three previous ruby coils that were implanted. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the proximal end of the pusher assembly was inside the introducer sheath, and had the pet lock intact. The pusher assembly was fractured approximately 22.0 cm from the proximal end and bent in multiple locations. The pull wire was fully retracted out of the distal segment of the pusher assembly and hanging out of the introducer sheath. The introducer sheath was kinked approximately 9.0 cm from its proximal end. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured. This damage may have occurred due to forceful manipulation of the ruby coil at extreme angles. Further evaluation revealed the embolization coil was detached from the pusher assembly. If the pusher assembly becomes fractured, the pull wire may retract, which would allow the embolization coil to detach. Further evaluation revealed the introducer sheath was kinked. This damage likely occurred due to forceful manipulation of the ruby coil during insertion into a microcatheter. The ruby coil embolization coil, as well as the px slim mentioned in the complaint, were not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.